Manufacturer narrative:
Based on the results of the investigation, it is likely that the customer used simethicone, a silicone-based defoaming agent/lubricant, which can cause deposits of white foreign material. There is a risk that the foreign material remained in the channel, even if the reprocessing was conducted in accordance with the IFU. However, the root cause of why the foreign materials remained in the device could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, foreign objects were found in the colonovideoscope's air/water cylinder and the air/water tube. There was no patient involved.